Event description:
A caller reported a minimum fill notification and was attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to remove the pump from its case, clean the pneumatic tap area, and assisted in removing an o-ring from it. After these steps, the caller successfully loaded a new cartridge onto the pump and resumed insulin delivery.